Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. It was found that there had been foreign matter (eyelash) immediately once opened the package when preparing for surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) --inside the sterile barrier. Are there any photos of the foreign matter available? No is it possible that the foreign material fell into packaging upon opening of device? No was the product seal on the foil still intact when the package was opened? Unknown. H3 investigation summary the product was returned to ethicon for evaluation. One dispensed needle suture and one empty labeled winding former outside the foil packet were received for analysis. Product code sxpp1b453. During visual inspection of the sample received, the needle suture combination was examined and no anomalies were noted. The winding former was examined, and a foreign matter (appears to be an eyelash) was found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.